Event description:
It was reported that a da vinci-assisted liver wedge resection procedure, the tumor had become extremely large, and the liver tissue was extremely fragile, resulting in damaged tissue and bleeding when the forceps instrument came into contact with the tissue. The surgeon attempted to continue the procedure while trying to stop the bleeding but was unable to resolve it. The surgeon made the clinical decision to convert to laparotomy. There are no allegations of mechanical defects. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The intuitive surgical, inc. (Isi) device involved with this event has not been received for failure analysis evaluation. There was no allegation of a device malfunction. A review of the instrument log showed that all multi-use instruments used in the case have been used in subsequent procedures except for the single-use instruments and the following instrument: large clip applier. A site history review has shown that no complaints have been created for any of these instruments. A review of the system log was performed, and no related system errors were observed.